Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a decontamination of the instrument, ran a precision study and the quality control material. All results were within specifications. The cause of the discordant, falsely elevated result with the immulite 2000 xpi troponin I assay is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Mdrs 2247117-2018-00087, and 2247117-2018-00088 were filed on the same issue.

Event description:
A discordant, falsely elevated result was obtained on patient sample for the troponin I assay on a immulite 2000 xpi instrument. It is unknown if the initial result was reported to the physician(s). The sample was retested on a alternate siemens instrument and obtained a lower troponin I result. A corrected report was issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin I result.